Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving an alert. Upon interrogation, charge time limit had been reached alert was observed. The device was explanted and replaced. Patient was fine post procedure.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.